Event description:
The user still experiences fluctuations in her hearing with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the available information received from the field, damage to the active electrode caused by device minute mobility seems likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user still experiences fluctuations in her hearing with the device. Re-implantation is considered.